Manufacturer narrative:
Device evaluated by manufacturer- as the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The patient presented with unstable angina. Access was obtained through the right femoral artery. The target lesion was located in the right coronary artery (rca). After the lesion was predilated, a 3.5x12mm promus element stent delivery system (sds) was advanced and the stent was deployed at 20atms in the ostial rca. It was post dilated to 26atms with good results. Next, a 3.0x12mm promus element sds was advanced to the mid rca and deployed at 18 atms. Lastly, the bifurcation was predilated with a 2.5 balloon. A 2.5x12mm promus sds was advanced through the just placed stents but could not cross the tight and calcified lesion. The device was removed and it was noted that the stent dislodged in the proximal rca. An attempt to withdraw the dislodged stent into the guidecatheter with a balloon was unsuccessful the stent was crushed using high pressure inflations with a 1.25mm, a 2.5mm and a 3.5mm balloons. Poba was used to complete the procedure with timi 3 flow. The patient was administered dormicum, cedocard, heparin and fentanvl during the procedure. After the procedure, the patient was administered 75mg pravix, daily for the next 12months. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The patient presented with unstable angina. Access was obtained through the right femoral artery. The target lesion was located in the right coronary artery (rca). After the lesion was predilated, a 3.5x12mm promus element stent delivery system (sds) was advanced and the stent was deployed at 20atms in the ostial rca. It was post dilated to 26atms with good results. Next, a 3.0x12mm promus element sds was advanced to the mid rca and deployed at 18 atms. Lastly, the bifurcation was predilated with a 2.5 balloon. A 2.5x12mm promus sds was advanced through the just placed stents but could not cross the tight and calcified lesion. The device was removed and it was noted that the stent dislodged in the proximal rca. An attempt to withdraw the dislodged stent into the guidecatheter with a balloon was unsuccessful the stent was crushed using high pressure inflations with a 1.25mm, a 2.5mm and a 3.5mm balloons. Poba was used to complete the procedure with timi 3 flow. The patient was administered dormicum, cedocard, heparin and fentanyl during the procedure. After the procedure, the patient was administered 75mg plavix, daily for the next 12months. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)